Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During transseptal puncture, a cardiac perforation occurred with no intervention needed. During the procedure, the physician punctured the epicardium with the transseptal needle, which was confirmed via echocardiogram. The physician withdrew the needle and stopped the examination. The patient remained stable and was moved to the observation station with no consequences.